Manufacturer narrative:
Concomitant products: product ID 3550-39, explanted: (B)(6) 2014, product type accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3550-39, lot# n283368, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator () found no significant anomaly and reduced capacity due to overdischarge of the battery. Analysis of the lead ((B)(4)) found the distal end connector broken. The #13 circuit of the ins (#5 electrode/conductor wire of the lead) was open and the break occurred 4.9 cm from the distal end. It was noted that there was a titan anchor impression 7 cm from the distal end and 6.9 cm from the distal end. It was noted that the titan anchor separated and that there were tool marks on the broken titanium piece. It was noted that there was breached silicone.

Event description:
It was reported that there was a complete explant of the implantable neurostimulator (ins) and leads on (B)(6) 2014. It was noted that the cause of the event was not determined and that it was not device related. The reporter noted that the patient experienced a gradual loss of therapeutic effect. The patient did not experience a loss of stimulation. It was noted that the device was removed on the patient¿s request as it was not providing pain relief despite good coverage. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.